Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result as compared to a laboratory device. A value of "81mg/dl" was reported on the meter and "213mg/dl" on a laboratory device performed within 10-30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient and subject products are pending return for investigation.